Manufacturer narrative:
This report is submitted on february 13, 2023.

Event description:
It was reported that the charger burnt while being used. A replacement charger was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.